Event description:
It was reported that during the surgery the outer core of ultrabraid suture got cut off and inner core of ultrabraid suture was intact. So the doctor revised with another anchor. Pieces of the anchor were removed. No patient injuries reported.

Manufacturer narrative:
Due to no product return the complaint could not be ultimately confirmed. Definitive conclusions, accurate investigation and evaluation are not possible without product to evaluate. No further actions pursued at this time. If objective evidence, relevant information, package or product becomes available to assist with evaluation, the complaint will certainly be revisited.